Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units monitor is not working. The unit was not in use, there was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions),h10 additional contact information: event site postal code- (B)(6). Telephone number- (B)(6). Event site state-(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, fse cleaned the cable connector contacts and the monitor board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a